Event description:
Determined to be reportable based on analysis rec'd 05/22/2006. It was reported that prior to a coronary stent procedure, the stent was partially deployed upon opening the inner pouch. No pt injuries or complications were reported.

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The delivery device with the stent on the balloon was rec'd and damage was observed on the stent and the proximal end of the balloon was partially inflated. The stent exhibited axial compression damage (accordion folding) located 2.1 centimeters proximally from the distal tip. Inspection of the balloon and stent found that it had been subjected to positive pressure and the proximal end was partially inflated. The balloon showed signs of positive pressure by not being in the pre inflation state. It could not be determined when the positive pressure was applied. The catheter had not been prepped. Further examination of the stent did not reveal any inherent material deficiencies that would have contributed to the stent damage. There is no evidence that the device was improperly manufactured. The manufacturing records for top assembly batch 8311044 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the stent damage could not be determined.